Event description:
It was reported the pt's abruptly stimulation changed and is ineffective, uncomfortable and painful. The pt denied any trauma. Reprogramming was unable to resolve the issue and the pt began to experience unintended stimulation. Diagnostic testing indicated impedance readings were within normal limits. X-rays and a CT scan are to be ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.